Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, pump was received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump was received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, missing serial number label, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin had blank display. Customer blood glucose reading was 124 mg/dl. Troubleshoot was performed. Customer used new duracell battery. The insulin pump got exposed to water. After the water exposure, the insulin could not turn on. The insulin pump vibrated prior turning off. Customer stated there was physical damage on the insulin pump, the location of the damage was on the insulin pump sticker to the chamber. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump did not pass the fail analysis after it was inspected.